Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported single leaflet device attachment (slda) is likely the result of patient conditions. The tissue damage is likely the result of a combination of the slda and the patient¿s fragile leaflets. The patient effect of tissue damage is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported additional therapy / non-surgical procedure is the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. Two clips were planned to be placed during the procedure. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed in the medial position. The second cds was advanced and the clip was deployed in the lateral position. After the second clip was deployed, the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and tissue damage was noted in the region of the slda. A third clip was implanted for stabilization, reducing mr to 3. No additional information was provided.